Event description:
It was reported that the pump alarmed "channel error " during infusion of noradrenaline at 1920 hours and ceased infusing medication. Infusion was started on separate pump and brain with minimal impact on patient blood pressure. There was patient involvement however no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: report source, device eval by manufacturer? , imdrf annex e,f,a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error during an infusion of noradrenaline was confirmed in the logs and was the result of a malfunctioning bottle side pressure sensor based on testing performed. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing to the reported issue. All inspected parts were manufactured by bd. The review of the pump module error log identified an error code 240.4150.0 (sensor broken high failure) on (B)(6) 2025 at 07:32:53 pm. The channel malfunction correlates to the failure detected for the bottle side pressure sensor. The pump module s/n (B)(6) was attached to the returned pcu, it was powered on attached on (B)(6) 2025 at 04:26:39 pm and was assigned channel b. The profile in use was ¿pead ICU/theatre¿. At 07:08:55 pm, pump module was selected and programmed an infusion of ¿noradrenaline¿ with weight based dosing, drug amount/volume of 6mg/100ml, patient weight of 4.3kg, dose of 0.1mcg/kg/min, volume to be infused (vtbi) 100ml and a rate of 4.3ml/h. Infusion was started and recorded a primary volume infused (pvi) of 0ml. At 07:10:09 pm, pump module was selected and dose was changed to 0.2mcg/kg/min and rate changed to 8.6ml/h. Infusion was started and recorded a pvi of 0.06ml. At 07:12:14 pm, pump module was selected and dose was changed to 0.4mcg/kg/min and rate changed to 17.2ml/h. Infusion was started and recorded a pvi of 0.355ml. A few seconds later, pump module was selected and ¿options¿ key was pressed and pressure limit was set to pump. Infusion was started and recorded a pvi of 0.369ml. At 07:12:39 pm, pump module was selected and dose was changed to 0.2mcg/kg/min and rate changed to 8.6ml/h. Infusion was started and recorded a pvi of 0.389ml. At 07:15:21 pm, pump module was selected and dose was changed to 0.4mcg/kg/min and rate changed to 17.2ml/h. Infusion was started and recorded a pvi of 0.775ml. At 07:16:40 pm, pump module was selected and dose was changed to 0.1mcg/kg/min and rate changed to 4.3ml/h. Infusion was started and recorded a pvi of 1.149ml. At 07:17:44 pm, pump module was selected and dose was changed to 0.05mcg/kg/min and rate changed to 2.15ml/h. Infusion was started and recorded a pvi of 1.224ml. At 07:32:53 pm, pump module recorded channel error 240.4150 (sensor broken high failure) and was powered off. Recording a pvi of 1.754ml. No further infusions were noted on this day. Initial infusion test in the ¿as received condition¿ performed at a rate of 500ml/hr with a volume to be infused (vtbi) of 1000ml failed to produce a channel error. When performing the asm analog task on the source pump module, it was found that the bottle and patient side pressure sensors were measuring below the voltage specification. Specification for the fsa pressure sensors with zero offset is 1 volt +/- 0.154 volts. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors; however, the bottle side pressure sensor remained at 4.98 volts while the patient side pressure sensor returned to 0.77 volts. An infusion test was performed on the returned system. The pump module was programmed to infuse at a rate of 500ml/hr. Prior to starting the infusion, light pressure was applied to the pressure sensors. The infusion then started. Immediately after starting the infusion, the error code displayed on the pcu was 240.4150 (sensor broken high failure). The error was confirmed; channel ¿a¿ status showed ¿channel error¿. The faulty bottle side pressure sensor was removed and temporarily replaced with a known good pressure sensor. The asm analog task was performed and found the bottle side pressure sensor operating in specification. Infusion testing was completed with no errors or malfunctions. The bd alaris® pump module pressure sensor tip sheet cautions to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The root cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor. Note that this report lists imdrf annex a040502, g0201, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed "channel error " during infusion of noradrenaline at 1920 hours and ceased infusing medication. Infusion was started on separate pump and brain with minimal impact on patient blood pressure. There was patient involvement however no harm.